Event description:
It was reported that the customer had high blood glucose levels of 220 mg/dl. The customer reported that the buttons of the insulin pump were responding intermittently. Troubleshooting was done. The customer would like to have the insulin pump replaced. The customer was advised that the insulin pump would be replaced. The customer was advised to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Pump received with no button response due to unlocked j2 connector on lcd board. Pump received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip. (B)(4).